Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There is evidence of the customer reported problem 'powered off during infusion' in the event history log (ehl) as a single event of "improper shutdown". "Improper shutdown!" Event can be the result of the user removing all power from the pump without first powering off the pump using the off key or "improper shutdown!" Events can be the result of the pump powering off without user input due to a device malfunction, however the ehl cannot determine the cause of the "improper shutdown!" Events and therefore, cannot confirm the device powered off without user input. Evaluation could not reproduce the reported problem. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off during infusion at the biomed service department. There was no patient involvement. No additional information is available.